Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump won't beep anymore. Customer tried turning the pump to vibrate and then back to beep. Customer's blood glucose was 13 mmol/l at the time of the incident. Customer was assisted in performing the self test. Customer reported that the pump did not beep during the tone test. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.